Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, while polishing, the patient experienced a posterior capsular rent. The lens was removed in the initial procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis. Additional observations were as follows; iol returned positioned incorrectly in the iol case. The iol is immersed in solution. Both haptics are intact. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the iol was the cause of the event. (B)(4).